Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025, for treatment of biliary stricture. During the procedure, the image was lost while attempting to navigate through the stomach and into the duodenum, image was not recovered. The procedure was completed with a reusable scope. There was no patient complications reported as a result of the event.